Event description:
It was reported that the device had an occlusion. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump ehl was found to have no errors recorded, and all the pump functions were found to be normal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative recalibrated, and the pump passed all functional tests and performed as intended.